Event description:
The customer reported that the ventilator went vent inop during transport of a patient due to a data acquisition pcba adc reference failure. The customer reported there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support engineer (pse). The biomedical engineer was unable to duplicate the reported problem and reported to the pse that reference voltages were good. The pse recommended the biomedical engineer replace the data acquisition pcb board and data acquisition pcb to motor controller pcb cable to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.